Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient previously had another device explanted. Information was learned from implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information regarding this event was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a procedure performed on (B) (6) 2009. According to the complainant, after the procedure, the patient presented with drainage from the right suprapubic incision site in (B) (6) of 2009. The patient was treated with three courses of antibiotics. Several months post procedure, the patient presented with redness at one of the suprapubic incision sites. The incision was evaluated and a CT scan and a retrograde cystogram were performed. The patient was diagnosed with an enterocutaneous fistula. On (B) (6) 2010 an excision of the right arm of the sling was performed, as well as a resection and reanastomosis of the involved small bowel. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.9 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), additional information and the operative report was received. It was learned that the device was explanted due to endocarditis and mitral regurgitation. Per the operative report of (B) (6) 2009, "the patient appear to have a good repair and was did well initially, but early postoperatively, developed fevers and was found to have enterococcal endocarditis with vegetation on the anterior leaflet as well as progressive mitral regurgitation. The patient has been responding to antibiotics albeit with low-grade fevers, but with negative blood culture; however, she has had progressive mitral regurgitation and pulmonary edema and is brought now for mitral valve repair or replacement due to hemodynamic difficulties."